Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens tore during insertion. The lens was cut out of the eye without any patient injury. The reporter stated the incident was due to a technical error.

Manufacturer narrative:
Results: visual inspection of the returned product showed that there were tears in the optic and a haptic was torn off and missing. There was a clear surgical residue on the lens.